Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was no urine flow, and the customer found a foreign object attached to the drain bag filter area on the day of placement. The customer peeled it off and urine flowed. No abnormalities had been observed upon visual inspection.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used dome bag. Visual inspection of the sample noted there was no foreign material present on the drainage bag, but there was damage to the filter, and there was an outline of adhesive residue around the filter giving supporting evidence of the reported event. A potential root cause for this failure could be defective /contaminated components from supplier. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was no urine flow, and the customer found a foreign object attached to the drain bag filter area on the day of placement. The customer peeled it off and urine flowed. No abnormalities had been observed upon visual inspection.